Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use, the 15mm connector at the proximal end of the tube became disconnected. Per the customer, it is unknown if the patient experienced any oxygen desaturation. No patient harm or injury. The current status of the patient is unknown per the customer. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.